Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: primary tritanium hemi solidback cup 52mm; cat# 500-03-52d; lot# mlkavv. Delta v-40 ceramic head 36/+2,5; cat# 6570-0-536; lot# 40210803. Size 3 accolade ii 127 deg; cat# 6721-0330; lot# 40408004. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient is part of the tritanium primary acetabular shell study and reported minor discomfort when walking during the 6-year follow-up visit. Patient also mentioned she is unsure if discomfort is from the hip or other health issues. Operative side is right. It was reported the patient has not been revised as of the event date.